Event description:
It was reported that externalized conductors were noted via fluoroscopy, proximal to the rv coil. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received internal insulation abrasion was found at 9.4-10.9cm from the distal end. External insulation abrasion was found at 13.0-13.2cm and 15.9-16.6cm from the distal end. The etfe coating was intact at these abrasion locations. Damage of the coil and conductors, consistent with explant damage was found at 16.2cm from the connector pin. H3 other text : na